Manufacturer narrative:
A patient experienced an infection at the ipg pocket and lead site was reported to abbott. It was also reported that the infection has now resolved. The ipg was implanted, and the lead was explanted and replaced to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-04611. It was reported that the patient experienced an infection at the ipg pocket and lead site. It was also reported that the infection has now resolved. As a result, surgical intervention was undertaken on (B)(6) 2023 where in an ipg was implanted, and the lead was explanted and replaced to address the issue.